Event description:
A PICC line was placed on the third attempt in the right antecubital in 2005. The catheter was secured in place with tagaderm dressing. The site was prepped with alcohol and betadine. The catheter snapped in two pieces 10 days later. The catheter was removed.